Event description:
Patient underwent thrombectomy procedure for acute ischemic stroke in left mca with penumbra system. Physician performed three passes with a penumbra separator 3d (investigational device) combined with aspiration for the 5max-ace reperfusion catheter. Solitaire 4mmx14mm device was used after to remove clot. Subsequent angiography showed spasm of the ica, which was treated using verapamil. Vasospasm resolved except for the focal area around the guiding catheter tip. Guiding catheter was withdrawn slightly and minimal spasm remained. Physician determined the vasospasm to be unrelated to the separator 3d and penumbra system, but of "probable" relationship to the neuron max and "definite" relationship to the angiographic procedure.

Manufacturer narrative:
Conclusion: vasospams are known and anticipated complications with these types of procedures and are noted in the device labeling. Therefore, it was determined that the reported event was an anticipated procedural complication. Hospital disposed of device.